Event description:
Report rec'd of the extension set splitting during use with a power injector. The customer reports that there have been about three incidents where the extension set has split near where the slide clamp had previously been closed. It was reported that the usual power injector setting is 150psi. If the injector feels resistance, it will automatically decrease to as low as 93psi. It was unknown to the rptr what the exact psi setting was for these incidents. The usual volume of contrast to be injected is 50cc's. The flow/duration setting and how far into the injection the split has occurred was unknown to the rptr. One of the three pts did expereince blood loss. It was reported to have been no more than 30cc's. The same pt also needed to have their IV site re-started. There have been no reports of adverse pt sequelae. Add'l pt info was requested, but no further info was available.